Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that after the replacement, the battery still did not work very well. It was also reported that when one pushes on patient's stomach, the battery moves, it can be felt going around patient's stomach. The exact dates of when these issues started were not provided. Patient wanted the current scs system to be removed, and the reason for calling was to get a list of hcps who can potentially take the system out. Caller mentioned that two weeks ago, she pressed down on patient's stomach and noted it just weird. Patient felt like they have this foreign thing in their stomach and did not want it there. Patient was going to see an hcp on (B)(6) 2018 but requested additional info regarding hcps who can remove the device. Caller was redirected to hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the current implant not working well and moving was not known. The patient stated that they had talked to their family healthcare provider (hcp) who told them to get a hold of the surgeon. The patient is unsure if they wasn't another surgery. The issue is not resolved and has been going on pretty much since implant. The caller stated that it is working on the top half, but not on the back. No further complications were reported or anticipated.